Manufacturer narrative:
(B)(4). Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that mount didn't come out after placement, therefore the implant was removed and another implant was placed in the same surgery. Tooth location #27.

Manufacturer narrative:
One 3i t3® short external hex parallel walled implant, 6mm(d) x 5mm(l) (boes605) was returned for investigation. Visual inspection of the as returned product identified that the implant threads are covered in debris, and the mount screw is disengaged. Functional testing confirmed that the mount was seized to the top external hex and required excessive force to unseat. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.